Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). During the call, patient mentioned they were now having to charge the implant in the morning and evening otherwise the implant battery would go empty. Patient said they used to charge once a day, but this started about 4 weeks ago. Patient denied any recent changes in settings and said last time they were adjusted was maybe 8 months ago and rep told patient that setting would probably take more power, but patient hadn't noticed charging more until recently. Agent reviewed recharge frequency depended on settings/usage and documented information given during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked the cause of needing to recharge the ins more often, the patient stated they weren't sure. In an effort to resolve the issue, the patient stated they had taken the battery out [understood to be an external device battery] to reset and they cleaned the connectors at both plugs. The patient stated the issue had not been resolved. It was still throwing an error after 4-5 charges and the battery lasts about 24 hours. The patient stated they hadn't called back regarding this problem and they didn't know the cost of replacing the battery.